Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36997757 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported on this batch of access ports released in august 2022. Investigation results: we did not receive the complaint sample nor x-ray pictures for evaluation. We have measured and tested a retained sample from the same batch. All measurements are compliant with the specifications and the disconnection test perform between the catheter and the access port gave results more than 3 times superior to our requirement. Conclusion: without the complaint sample or x-ray pictures, we cannot conclude on the real cause of this incident. However, this is an isolated incident inside the whole batch; the retained sample is fully compliant to the requirements; catheter disconnection is a known complication of the access port implantation; this is a rare incident (<0.01%), consequently, no corrective action is envisaged for the moment.

Event description:
"During washing, found pompho at reservoir site. X-ray examination with contrast medium showed reservoir-catheter disconnection."